Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that the device had a blank screen and it continued to alarm. A hard reset was performed but that did not resolve the issue. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test was performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with chip top case and chip right plunger case. Bottom case screw post broken. Corrosion on main board and around interconnect j9 cable. There was no evidence of the error recorded in the event history log (unable to download). The reported problem - blank screen with constant alarm- was duplicated at power up. Corrosion on the main board and interconnect board as a result of fluid ingression was the cause of the reported issue. For corrective action, the main board and interconnect board were replaced. The root cause was traced to the customer/user interface. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Other, other text: b5:additional information was received and attached on 10 october 2022, no patient was involved. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.